Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose as well as high blood glucose value. The customer¿s low blood glucose level was over 43 mg/dl and high blood glucose value was 300 mg/dl. The customer¿s other blood glucose were 60 mg/dl, 40 mg/dl and 75 mg/dl. The customer treated low blood glucose with food. The customer was not using the auto mode feature. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.